Event description:
It was reported that this pacemaker system had been exhibiting jumpy impedance measurements that had reached high out of range measurements above 3000 ohms for the past several years. The right ventricular (rv) lead is a non boston scientific lead. Technical services (ts) was consulted and provided reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and a connection issue is suspected. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system had been exhibiting jumpy impedance measurements that had reached high out of range measurements above 3000 ohms for the past several years. The right ventricular (rv) lead is a non boston scientific lead. Technical services (ts) was consulted and provided reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and a connection issue is suspected. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system had been exhibiting jumpy impedance measurements that had reached high out of range measurements above 3000 ohms for the past several years. The right ventricular (rv) lead is a non boston scientific lead. Technical services (ts) was consulted and provided reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported.